Event description:
It was reported that incomplete telemetry took place during an update of the pump. There were ¿pumped stopped¿ and ¿pump memory error¿ messages. The patient had no symptoms related to the event. A re-update resolved the issue. The patient was receiving effective therapy. The device system was being used to deliver morphine.

Manufacturer narrative:
(B)(4).